Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence and a fluid loss in the device. The aus was explanted. There is no additional information reported.